Manufacturer narrative:
Hmag received the log files of the device. According to the log file analysis, on (B)(6) 2022, technical fault (tf) 5505 and tf 5507 occurred, ventilation was not interrupted. The nursing staff continued the treatment without an intervention. Tf 5507 indicates air or oxygen inlet valve cannot close properly. It may lead to small leakage, slight oxygen mixture deviation from setting. Tf 5505 shows that tank pressure above 550 mbar for 50 ms, indicating that a mixer valve is leaking. According to the hamilton-g5 service manual, it is suggested to replace the mixer valves in this case. Technician has replaced both mixer valves according to the instructions in the service manual and the device is back in use. Shipping date of the device: 17-12-2007, the device is almost 15 years old. In these 15 years, the mixer valves have now been replaced for the first time. Both mixer valves are worn out. Device had a running time of 99478 hours, therefore this is an expected wear effect.

Event description:
Hamilton medical ag (hmag) received the following event description: "device reports tf 5505 and 5507." User noticed the alarms during ventilation of a patient. Technical fault (tf) alarms, which were seen on the screen, indicate leaking/defective mixer. According to the available information from the customer, patient was not harmed.

Event description:
Hamilton medical ag (hmag) received the following event description: "device reports tf 5505 and 5507." User noticed the alarms during ventilation of a patient. Technical fault (tf) alarms, which were seen on the screen, indicate leaking/defective mixer. According to the available information from the customer, patient was not harmed.

Manufacturer narrative:
No harm came to the patient. Ventilator was not returned to hmag. We received the log files of the ventilator and analyzed. According to the log files, ventilation continued.technical fault (tf) alarms 5505 and 5507 were registered in the log files. Tf 5507 indicates air or oxygen inlet valve cannot close properly. Tf 5505 indicates that a mixer valve is leaking. Both tfs sound high-priority alarm that cannot be silenced by the user and display the technical fault number on the screen. According to our database, the ventilator and the miver valve are 15 years old. Mixer valve was replaced and functiontests were performed succesfully. Ventilator is back in use. This file reports the event stated in hamilton medical ag case number (B)(4).